Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. There was no unexpected numbers ramping up on their own. There was no moisture damage found on the inside of the insulin pump. The device had a cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube and minor scratches on the display window.

Event description:
Customer reported via phone call keypad anomaly. Customer's blood glucose reading was 135 mg/dl. Customer stated that during a bolus attempt the numbers continued to scroll up. Troubleshooting for keypad anomaly was performed. Customer advised that the buttons are unresponsive and they are unable to deliver a bolus. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.